Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a. Patient information: no further patient information was provided by the customer. This report is being filed on an international product, list number 6s60-22 (sars-cov-2 igg ii quant ) and has a similar product distributed in the us, list number 6s60-20/-30 (advisedx sars-cov-2 igg ii: eua(B)(4)).

Event description:
The customer observed a false positive sars-cov-2 igg ii quant result for one patient. The following data was provided: initial result = 6000 au/ml, repeat was negative. No impact to patient management was reported. Per q-22-01-015, edition 004, false positive sars-cov-2 igg results are reportable. The customer observed a false positive sars-cov-2 igg ii quant result for one patient. The following data was provided: initial result = 6000 au/ml, repeat was negative no impact to patient management was reported.

Manufacturer narrative:
An error was identified on (B)(6) 2021. The incorrect g3 date of 08/31/2021 was submitted in follow-up 01 MFR number 3008344661-2021-00162-01. The correct g3 date received by mfg was 11/03/2021.

Manufacturer narrative:
The complaint investigation for a false positive sars-cov-2 igg ii quant result included a search for similar complaints, and the review of complaint text, trending data, labelling, and device history records. Return testing was not performed as returns were not available. The customer reported a positive result for a patient sample when testing was performed with architect sars-cov-2 igg ii quant, lot unknown. Device history record review on list number 06s60 did not show any potential non-conformances, or deviations associated with the customer¿s observation. Labeling was reviewed and found to adequately address the issue under review. To assess the specificity performance of the assay, a negative percent agreement (npa) study was performed using frozen serum and plasma specimens from 2008 unique study subjects were tested using the sars-cov-2 igg ii quant assay. All specimens were collected prior to september 2019 (pre-covid-19 outbreak) and were therefore assumed to be negative. The npa is 99.55% (95% ci 99.15, 99.76). Based on the investigation, no systemic issue or deficiency of the sars-cov-2 igg ii quant reagent lot unknown was identified.